Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that when the balloon was flushed with water it started leaking and seemed to have a hole on the device. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.